Manufacturer narrative:
A lumenis service engineer and technical expert visited the site two days after the reported event.. The service engineer traced that fault to the footswitch and it had been replaced. Although this event did not result in a serious injury, the same malfunction might lead to serious injury (i.e, cancelled major procedure) should it recur, and in an abundance of caution, lumenis is reporting this malfunction. The device has not been returned for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A foreign user facility reported that during a procedure in which a lumenis versapulse powersuite 100w was being used, an error appeared on the screen alleging an issue with the system's footswitch. Unable to continue with the device, the facility brought in an alternate laser device to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.

Manufacturer narrative:
A lumenis service engineer and technical expert had confirmed that after restarting the system it was no longer recognizing the footswitch, most probably because of a break in the footswitch cable somewhere. A replacement footswitch was provided to the facility, and the failed footswitch was not returned to the manufacturer. A review and analysis of all available information indicated that the most probable cause of the reported event to be "operational context". Lumenis believes the problem was related to the operator's technique or use environment somehow inadvertently causing a break in the footswitch cable. Other than the initial report and report from the onsite inspection, lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; a supplemental report will be submitted.